Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring was separated from a minicap transfer set. This issue was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Sample received in an un-opened pouch. A visual inspection was performed with the naked eye. A loose blue pull cap was identified. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.